Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cable require reset. A field service engineer, reseated the retractor band connectors and removed all debris to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the not detected on bus. The customer stated that there was no delay in accessing medication to patient since user can managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.